Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling for screws in the acetabulum using the angled drill bit shaft, the drill bit kept popping off of the drill bit shaft. Other drill bits were used to see if it was a drill bit problem but none worked. It seemed as though the locking mechanism in the angled drill bit shaft that connects to the drill bits was damaged. The drill bit shaft was discarded. No surgical delay.